Event description:
Lap chole. The surgeon put the specimen into the bag and when they pulled the string, the bag disengaged from the ring, and the ring actually broke in half. Gall bladder had previously been punctured and leaked into the cavity. Surgeon then removed the specimen and completed case. No patient injury.